Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) making a humming noise. There was no patient harm reported.

Manufacturer narrative:
Updated fields - b4, d8, d9, g1(contact person ¿ mfg site) g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected field- d4 (UDI) a getinge field service engineer (fse) was dispatched to evaluate the unit. Fse found the x3 vacuum reservoir to having an offset of about 290mmhg. The fse replaced the pressure transducer (0682-00-0091-01).the unit passed all functional and safety tests and was returned to customer.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: h11. The following was performed by technician of the maquet failure analysis and testing (fat) department (B)(6), the failure analysis and testing department received the following part associated with this complaint: pn: 0682-00-0091-01 sn: n/a. Vacuum transducer this part was received with a reported unit failure message of unit making a humming noise and alarming due for pm. Performed visual inspection of this part received and part looks to be in good condition. Installed vacuum transducer into the cardiosave test fixture sn (B)(6) and tested to the factory specifications per the cardiosave service manual. The fat dept. Pumped the unit and could not observed humming noise from unit and unit alarming due for pm. The fat dept. Could not verify the failure message of humming noise and alarm due for pm. Vacuum transducer passed testing. Retaining vacuum transducer in the fat dept. Per procedure. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a